Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased by three years. A request was made to have data from this device analyzed; however, this patient is not followed remotely and data is not available at this time. The local area boston scientific representative will request the files from the clinic. The device remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that data analysis and device replacement has not been scheduled. A health care professional stated the clinical observations were suspected to be the result of high thresholds with automatic gain control (agc) programming. No adverse patient effects were reported and the device remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased by three years. A request was made to have data from this device analyzed; however, this patient is not followed remotely and data is not available at this time. The local area boston scientific representative will request the files from the clinic. The device remains in service at this time and no adverse patient effects were reported.